Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that an unknown biomet screw fractured within a biomet implant. Fractured screw piece could not be removed and implant was remove. Fistula was also observed at tooth location 6.

Manufacturer narrative:
Biomet implant and one cover screw were returned for investigation. Visual inspection of the as returned products identified a cover screw attached to the implant. The latter implant¿s drive feature couldn¿t be visually inspected for presence of screw fragments due to the presence of blood residue. Functional testing could not be performed since implant¿s drive feature was obscured by blood residue and the products reference numbers were unknown. Pre-existing condition noted on the per was good oral hygiene. The reported devices had been implanted on tooth # 6 and implanted for an unknown period of time. Pictures or x-ray images were not provided. DHR and complaint history reviews could not be performed since the lot numbers associated to the unknown biomet items were not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. October post market trending was reviewed and there were no negative trends or corrective actions for the reported devices and events. Therefore, based on the available information, no malfunction could be verified for screw since visual inspection of the implant¿s drive feature could not be performed. Additionally, screw fracture could not be verified. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: checked "follow-up." H2: checked follow-up type. H3: device evaluated by manufacturer. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.